Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject otv-s190 was not returned to olympus medical systems corp.(omsc) for the evaluation. However, the log of the subject otv-s190 was gotten. Omsc checked the log of the subject otv-s190. Omsc confirmed the blackout of the endoscopic image occurred because there was the record that the scope disconnection and the start were repeated multiple times in a short time. Omsc checked the DHR of the subject otv-s190 and no abnormality was found. Also, the member of olympus field service department reported to omsc that there was a possibility of the disconnection of the otv-s7h-1d-f08e. Omsc could not identify the route cause because the subject otv-s190 was not returned to omsc. Based on these investigations, omsc surmised this event occurred by the following. - the endoscopic image was disappeared because the communication error both the subject otv-s190 and the otv-s7h-1d-f08e occurred by the disconnection of the otv-s7h-1d-f08e. Although the user confirmed the power of the subject otv-s190 and the connection both the subject otv-s190 and the otv-s7h-1d-f08e during the occurrence of this phenomenon, this phenomenon was not solved. Thus the user performed the replacement of these devices. Otv-s190 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is found, this report will be supplemented.

Event description:
The subject otv-s190 and the otv-s7h-1d-f08e were used for the procedure about the urology. The endoscopic image was disappeared after over an hour elapsed from the start of the procedure. The user replaced the subject otv-s190 with another otv-s190 and completed the procedure. It was unknown whether the user replaced the otv-s7h-1d-f08e. There was no report of the patient¿s injury regarding this event.